Event description:
It was reported the patient presented in the emergency room. Upon interrogation, it was discovered the implantable cardioverter defibrillator delivered inappropriate therapy for a non-ventricular tachycardia rhythm. Programming changes were implemented. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received.